Manufacturer narrative:
There was no information reported that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s death and the peritoneal dialysis treatment and fresenius products.

Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had passed away. The patient was unresponsive when his wife tried to wake him up in the morning. The patient was not connected to the cycler when he passed away. The nurse was not sure if this was related to the peritoneal dialysis therapy. The nurse does not have any further information/documents, as the patient expired at home.